Event description:
It was reported the patient had been feeling shocks in their side. This occurred following a change in settings two months prior. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00k0a, implanted: (B)(6) 2012, product type: lead. (B)(4).